Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable flooding and image capture flooding. Based on the results of the investigation, and since flickering image was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Based on the results of the investigation, a definitive root cause for the malfunctions identified during the device evaluation could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed poor video image quality with flickering monitor video image. The phenomenon reoccurred when the device was connected to a different video processor. However, when connected back to the original system after trying it on other system, the issue did not reoccur. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed poor video image quality with flickering monitor video image. The phenomenon reoccurred when the device was connected to a different video processor. However, when connected back to the original system after trying it on other system, the issue did not reoccur. There were no reports of patient harm.